Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on how to reset the pump, which resolved the issue, and the caller was instructed to contact support again if the malfunction recurred. There was no recurrence of the malfunction after the reset, allowing the customer to continue using the pump without further issues.